Manufacturer narrative:
(B)(4). Superdimension has requested a component of the device, procedure recordings, for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized for one week and released. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 03/01/2016. Date of follow-up report: 03/01/2016.

Manufacturer narrative:
(B)(4). Date of follow-up report: 03/16/2016. A component of the superdimension system; case recordings, were returned and evaluated. The evaluation of the recordings showed the software was working as intended and no cause could be determined. If additional information pertinent to the incident is obtained a follow-up report will be submitted.